Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture and high pacing impedances on the right atrial (ra) lead. It was noted sensing was within normal limits and the device was programmed to sense and pace in both chambers. This ICD system remains in service. No adverse patient effects were reported.